Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that this incident was related to his technique and not related to the device quality. The polymer jacket was peeled off when it was outside the patient anatomy. The patient was scheduled to be discharged on (B)(6) 2017. In the investigation of the returned guidewire it was found that the tip portion approximately 50 mm from the distal end was spirally deformed and the polymer jacket was peeled off at the middle solder located at 25 mm from the distal end of the guidewire. The origin of the breakage point of the polymer jacket was observed under a microscope. It revealed that the coil wire at the middle solder was unraveled inferring it was due to the accumulated rotational force. The polymer jacket peel was approximately 28 mm in length. It was also observed under a microscope. It was found that the proximal portion of the peel was folded as bellows by compression and there was trace of the ball tip seen at the distal end of the peel. The spiral marks or traces of the coils were seen on all over the peel implying the polymer jacket was ruptured and flipped over at the middle solder and came off inside out. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it is concluded that the rotational force exceeding the device's design limit had inadvertently applied to the guidewire while the distal end of the guidewire was trapped by the heavily calcified cto lesion. When the rotational force accumulated at the middle solder (that fixes the coil wire on the core wire) it led the coil to unravel, the unravel coil to cause resistance between the ivus catheter, the polymer jacket to be ruptured by the unraveled coil, and the polymer jacked to be peeled off along the removal of the guidewire from the ivus catheter. There was no indication of device quality deficiency. Since the damage of the polymer jacket was severe, the debris could have remained in the vessel. The warnings section of the IFU states: - never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. - if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. - when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction.

Event description:
During ppt for treating a heavily calcified cto lesion in the anterior tibial artery, an asahi guidewire was used with the ivus. The resistance was felt between the guidewire and the ivus catheter and the wire manipulation became restricted. The devices were removed from the anatomy. When the guidewire was taken out of the ivus catheter, it was found that a piece of the polymer jacket of the guidewire was peeled off. The guidewire was exchanged to another guidewire. The new guidewire was used with the ivus catheter, the procedure was resumed, and the blood flow was restored.